Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side capsular contracture baker grade IV, pain and exchange from textured to smooth implants due to the patients concern with the products. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported right side rupture during explant surgery. Device explanted.

Manufacturer narrative:
Clarification to b5 description of event and h6 adverse event problem: the previous medwatch submissions contained the patient's reports of right-side capsular contracture baker grade IV and rupture found during explant surgery. However, the healthcare professional has not been able to confirm either of these events and noted the device was intact upon explant. The operative report provided by the physician's office mentions capsulectomy being performed for "severely encapsulated implants" but makes no mention of capsular contracture. These events will be un-reported as they cannot be confirmed; this record is no longer reportable to the FDA. Additional, changed, and/or corrected data: b2, b5, b6, g2, h6, h11.

Event description:
Healthcare professional reported right side device was intact upon explant and did not "have specific documentation in [their] chart for type of baker grade". Healthcare professional could only verify "encapsulated implants", "implant had partially migrated to the axillary area", "calcified", and "pain".